Event description:
C-cc-cd - component dimensions (component fit or alignment) loose connection tube/stopcock after opening package. Connection of IV set to IV bag was made, the pressure line was not flushed when the disconnection occurred..

Event description:
It was reported that the patient presented to the clinic as device alarm was activated. Upon device interrogation a high impedance out of range was observed. There was no sensing and no capture at max outputs. The competitor lead was capped. The device was explanted, due to suspected malfunction.

Manufacturer narrative:
The reported event was confirmed. The device was unable to pace and sense due to an anomaly on the hybrid. Using an external power supply, normal pacing resumed. When the external power supply was removed, the device continued to function normally. The failure mode was lost and could not be reproduced.

Manufacturer narrative:
No medwatch form was received.